Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain') in a 34-year-old female patient who had essure (batch no. 948603) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dyspareunia, endometriosis, chronic cervicitis and dysfunctional uterine bleeding. Previously administered products included for an unreported indication: mirena. Concurrent conditions included irregular menstruation and ovarian cyst. Concomitant products included desogestrel;ethinylestradiol (desogen), medroxyprogesterone acetate (depo-provera), nsaids since (B)(6) 2012 and paracetamol (acetaminophen). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psychological of psychiatric problems ¿ depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("menorrhagia"), dyspareunia ("dyspareunia (painful sexual intercourse)") and anxiety ("psychological of psychiatric problems: mental anguish"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping),"), genital haemorrhage ("gen. Abnormal bleeding"), urinary tract infection ("uti"), post procedural complication ("post removal complications"), cystitis ("bladder infection"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), bladder disorder ("bladder disorder") and urinary tract disorder ("urinary tract disorder"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, depression, vaginal haemorrhage, heavy menstrual bleeding, dyspareunia, anxiety, dysmenorrhoea, genital haemorrhage, urinary tract infection, post procedural complication, cystitis, vaginal infection, vaginal discharge, bladder disorder and urinary tract disorder outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, cystitis, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, heavy menstrual bleeding, pelvic pain, post procedural complication, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: in the right fallopian tube 3 coils were noted. 4 coils were noted on the left side. Essure confirmation test discrepancy noted essure removed. Plaintiff treated for event : post removal complications ,uti ,gen. Abnormal bleeding diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: depression, migraine headache, dysmenorrhea. Lot number:948603 manufacture date: 2012-01 expiration date: 2015-01. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 21-may-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain') in a (B)(6) female patient who had essure (batch no. 948603) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dyspareunia, endometriosis, chronic cervicitis and dysfunctional uterine bleeding. Previously administered products included for an unreported indication: mirena. Concurrent conditions included irregular menstruation and ovarian cyst. Concomitant products included desogestrel;ethinylestradiol (desogen), medroxyprogesterone acetate (depo-provera), nsaids since (B)(6) 2012 and paracetamol (acetaminophen). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psychological of psychiatric problems ¿ depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("menorrhagia"), dyspareunia ("dyspareunia (painful sexual intercourse)") and anxiety ("psychological of psychiatric problems: mental anguish"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping),"), genital haemorrhage ("gen. Abnormal bleeding"), urinary tract infection ("uti"), post procedural complication ("post removal complications"), cystitis ("bladder infection"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), bladder disorder ("bladder disorder") and urinary tract disorder ("urinary tract disorder"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, depression, vaginal haemorrhage, heavy menstrual bleeding, dyspareunia, anxiety, dysmenorrhoea, genital haemorrhage, urinary tract infection, post procedural complication, cystitis, vaginal infection, vaginal discharge, bladder disorder and urinary tract disorder outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, cystitis, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, heavy menstrual bleeding, pelvic pain, post procedural complication, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: in the right fallopian tube 3 coils were noted. 4 coils were noted on the left side. Essure confirmation test discrepancy noted essure removed. Plaintiff treated for event : post removal complications ,uti ,gen. Abnormal bleeding diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: depression, migraine headache, dysmenorrhea. Lot number:948603 manufacture date: 2012-01 expiration date: 2015-01. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-may-2021: mr received: " previously reported event pelvic pain made medically significant and intervention required due to surgery." Reporter, medical history and essure removal date added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.